Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. Evaluation summary it was caused due to an excessive force applied on the side dover. In addition, we confirmed that the distal body worm out, the segment rupture; however, these are not related to the allged complaint. Replaced parts in this complaint are as follow. Distal body, segment. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Side cover leaky, angulation lever loosened.